Event description:
It was reported that the catheter was placed for the pt without incident. The pt was transferred for a CT scan involving contrast media. During infusion of the contrast media, the catheter body ruptured causing the catheter to leak. As a result, the catheter was exchanged for the pt without incident. There was a delay in treatment to exchange the catheter. There was no pt death and no pt complications were reported. It is not known what percutaneous sheath introducer (psi) was being used at the time this occurred.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.